Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from march 04, 2021 - march 05, 2021. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that the blue winged cap was separated from the distal luer lock. The reported condition was verified. The cause of the condition could not be determined. The probable causes of separated blue winged cap may be due to: how the product was being handled during use, or a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged cap of a ce intermate sv (small volume) 200 ml was detached from the tubing. This was observed prior to use. There was no patient involvement. No additional information is available.